Event description:
Patient sustained a femoral neck fracture during nov. 1996 and underwent placement of a biopolar hip prosthesis. Since then, the patient reported constant pain wihtout any improvement although the patient had undergone rehabilitative treatment at a rehabilitation facility. The patient presented ambulatory with the aide of a cane and reported pain with any movement. Patient also reported that pain was present while resting. The patient was admitted to the hospital and underwent revision of the bipolar component. Intra-operatively, it was noted that the femoral component appeared not to "seat", and was "too tight". The loosened femoral stem was removed. Intraoperatively cultures revealed no organism growth. Note: report initially sent to another MFR in error. Patient's original surgery was performed at another facility.